Manufacturer narrative:
There were no adverse patient events reported. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.

Event description:
Boston scientific crm received information in (b)(6 2010 that this device and lead system exhibited an out-of-range (oor) left ventricular (lv) and right ventricular (rv) lead impedance measurements simultaneously. Additionally, the device had stored episodes due to electrogram noise and oversensing. The electrogram noise duration lasted approximately 1-2 seconds with no pacing inhibition identified as the patient's own intrinsic beats were present. The local representative was unable to reproduce the clinical observation of noise or oor measurements (during patient isometrics or pocket manipulation). Additionally, valsalva maneuvers did not elicit electrogram noise. Rv and right atrial (ra) sensing measurements, as well as pacing thresholds have been normal. Technical services mentioned the possibility of electromechanical interference (emi) versus a loose set screw. Technical services discussed continued monitoring for further episodes. Boston scientific crm received information that no intervention (invasive or reprogramming) would be undertaken. Patient isometrics and pocket manipulation did not reproduce electrogram noise. Subsequently, boston scientific crm received information in (b)(6 2010 that this patient's latitude monitoring system detected a red alert (high rv pacing impedance). The local representative contacted technical services to discuss this patient's rv and lv lead history, clinical observations and troubleshooting considerations. Technical services mentioned that the lv pacing was programmed from lv (tip) to rv (coil) which may have explained the increasing lv impedance measurements. Additionally, technical services discussed the current programmed latitude settings for daily and weekly device checks. Subsequently, the patient was presented to the electrophysiology (ep) lab and the patient's rv defibrillation lead was surgically capped and replaced.